Manufacturer narrative:
E1: (B)(6).

Event description:
It was reported that the guidewire came loose. A 2.1mm jetstream xc catheter and non-bsc guidewire were selected for use in an atherectomy procedure to treat stenosis in the superficial femoral artery (sfa). During the procedure, it was not possible to fix the guidewire in the gard of the catheter. The guidewire became loose 5-6 times. The procedure was completed with the original device. There were no patient complications as a result of the event.